Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) pocket did not heal fully and had an opening in the incision. No intervention was performed. The patient was stable.